Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a site change. Customer's blood glucose was between 100 mg/dl and 200 mg/dl at the time of incident. Customer does not recall any significant events leading to the error, except that the pump may have gotten sweaty. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the esc button due to moisture damage on the keypad traces. The pump had broken battery tube threads, a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and a missing end cap sticker.